Event description:
An instrument nurse mistakenly handed the surgeon a countersink instead of a screwdriver. The surgeon used the countersink without being aware of the mistake. As the results, the tip of the countersink broke and remained inside the patient's body. The fluoroscopy showed a foreign body, the surgeon carried out the irrigation of the surgical site and the suction of the irrigation fluid. After confirming with fluoroscopy that the foreign body was removed from the surgical site, the surgeon closed the wound. In the postoperative x-rays, no foreign body was detected. The surgeon and the medical staff postoperatively checked the countersink and found that its tip was broken. Therefore, they supposed that the foreign body shown in the fluoroscopy during the operation was the tip of the countersink. They also checked the sucked irrigation fluid and others, but could find no foreign body. Although the surgeon indicated that this incident was attributable to a mistake made by the medical staff.

Manufacturer narrative:
Evaluation summary: visual inspection: breakage of device was confirmed. Dimensional inspection: the device record shows no non-compliance in manufacturing. Conclusions: the visual inspection confirms that the tip of the device is broken. We can conclude the incident is not due to a manufacture issue but is a user related issue.